Event description:
After the first insertion, the silverhawk device was cleaned and reinserted. When advancing in the iliac, the device became stuck. It was torqued and advanced over the bifurcation. When in the right iliac it was observed that sheath looked kinked over bifurcation. The physician pulled the silverhawk back over the bifurcation. At this point the nosecone separated and was free floating on the wire. The physician used a variety of wires, snares, and accessing the right groin, the distal portion of the silverhawk catheter was isolated and removed through the left sheath. The procedure was completed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.